Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported with the use of the bd micro-fine¿ pen needle there was an issue with the package being opened/safety issue. It was stated ¿some of the pen needles were out of their packaging. The needle was completely exposed. The patient did not receive any injury as a result. She threw the box in the bin so there's no knowledge of the batch number or expiration date.¿ there was no report of injury or further medical intervention.